Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient needed assistance using the external devices. Reviewed how to connect to mytherapy application. Patient commented they were not feeling any stimulation sensation however increased amplitude until they felt it slightly at 4.5. Patient commented that they have crohn's disease and are still having horrific crohn's symptoms. Patient stated when they go to the bathroom they have 3 or 4 different stages starting with constipation and ending with liquid. Patient is also taking medicine called rumicaid and doing pelvic floor therapy to strengthen their 3 muscles in the pelvic floor. A few weeks after implant patient's incision broke open when it got caught on the patient's jeans when bending over. It hurt badly. The patient saw their physician who put patient on antibiotics and the doctor also checked the device and said everything was fine. However, patient noticed that it was at this time that their fecal symptoms got worse. The patient was redirected to their healthcare provider to further address the issue.